Event description:
It was reported a 45 minute surgical delay occurred in order to remove the ball tip guide rod which got stuck in the nail and couldn't be withdrawn. The ball tip guide rod was intentionally broken in order to be able to extract it from the nail cannulation.